Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent attempts are being made to receive additional information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The patient demographic info: age, gender, weight, bmi at the time of index procedure? Name and indication of index surgery on (B)(6) 2021? On what tissue was the suture used? What was the tissue condition, i.e., normal or thin, calcified, fragile, diseased? Were there any pre-existing signs/symptoms of active inflammation/infection prior to this surgical procedure? Were any pre-op cleansing procedures or products changed recently? If yes, please describe. It was reported that ¿the spot ruptured¿. Please identify ¿the spot¿. Was the wound/¿spot¿ ruptured/dehisced? If yes, please clarify what tissue ruptured/dehisced? Was there any precipitating stress factor for ¿the spot ruptured¿? Please specify. Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during suture removal? Please specify/describe. Please clarify when did the doctor observe post-op inflammation symptoms and ¿the spot ruptured¿ first time (# of post-op days/weeks)? Was any medication prescribed to treat inflammation symptoms? Please specify. Date and details of re-operation/surgical suture removal? Was the wound re-sutured at the re-operation? If yes, what was used for re-suturing? Other relevant patient comorbidities/concomitant medications? What is physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient¿s current status? If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate

Event description:
It was reported that the patient underwent an unknown surgery on (B)(6) 2021 and the suture was used. It was reported that the patient experienced erythema and inflammation at the skin where it was incised. The spot where the suture knotted has been ruptured. Surgical removal of suture was performed. The patient healed in 10 days. Additional information has been requested.

Manufacturer narrative:
(B)(4). Date sent to the FDA: 12/20/2021. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. The following information was requested but unavailable: name and indication of index surgery on (B)(6) 2021? On what tissue was the suture used? What was the tissue condition, i.e., normal or thin, calcified, fragile, diseased? Were there any pre-existing signs/symptoms of active inflammation/infection prior to this surgical procedure? Were any pre-op cleansing procedures or products changed recently? If yes, please describe. It was reported that ¿the spot ruptured¿. Please identify ¿the spot¿. Was the wound/¿spot¿ ruptured/dehisced? If yes, please clarify what tissue ruptured/dehisced? Was there any precipitating stress factor for ¿the spot ruptured¿? Please specify. Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during suture removal? Please specify/describe. Please clarify when did the doctor observe post-op inflammation symptoms and ¿the spot ruptured¿ first time (# of post-op days/weeks)? Was any medication prescribed to treat inflammation symptoms? Please specify. Date and details of re-operation/surgical suture removal? Was the wound re-sutured at the re-operation? If yes, what was used for re-suturing? Other relevant patient comorbidities/concomitant medications? What is physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient¿s current status?